Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo displays the details of the complaint sample. The customer returned a non-arrow device for analysis. Further clarification was requested of the customer, and they confirmed that a perclose prostyle suture system was returned instead of the PICC sheath. Therefore, a visual inspection of the reported sheath could not be performed as it was not returned. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "sheath ruched up and unable to insert. There was no medical intervention require. Had to open new PICC and sheath to continue PICC placement successfully. There was no therapy delay or interruption. No harm/injury or complications for the patient." The patient's current condition is reported as "fine".

Event description:
It was reported "sheath ruched up and unable to insert. There was no medical intervention require. Had to open new PICC and sheath to continue PICC placement successfully. There was no therapy delay or interruption. No harm/injury or complications for the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn (B)(4).